Manufacturer narrative:
Na.

Event description:
Complainant alleged that the medics were attempting to monitor a pt (age and gender unk) suffering from smoke inhalation, but they rec'd an intermittent "leads off" message. In addition, there was no display on the device screen. The medics were able to obtain another set of ECG cables to connect to the device, and they were able to successfully monitor the pt. The complainant indicated that there was not adverse effect on the pt as a result of the reported malfunction.